Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: wellbutrin from (B)(6) 2005 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("chronic pelvic pain female/pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding b/w periods),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), cough ("cough") and depression ("psychological or psychiatric problems condition: depression"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, cough and depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, cough, cystitis, depression, dyspareunia, genital haemorrhage, metrorrhagia, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, metorrhagia (bleeding b/w periods), general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, cough. Discrepancy noted as essure insertion date (B)(6) 2006. Lot number:508297 manufacturing date: 2005/08 expiration date:2007/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("chronic pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding b/w periods),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cough ("cough"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and cough outcome was unknown. The reporter considered abdominal pain, bladder disorder, cough, cystitis, dyspareunia, genital haemorrhage, metrorrhagia, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, metorrhagia (bleeding b/w periods), general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, cough. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dyspareunia (painful sexual intercourse),.new events: pelvic/ abdominal pain, metrorrhagia (bleeding b/w periods), general abnormal bleeding., perforation,problems, urinary problems, bladder infection, uti, vaginal infection,vaginal discharge, cough ,plaintiff did not undergo essure confirmation test. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: wellbutrin from november 2005 to january 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("chronic pelvic pain female/pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding b/w periods),"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), cough ("cough") and depression ("psychological or psychiatric problems condition: depression"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, cough and depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, cough, cystitis, depression, dyspareunia, genital haemorrhage, metrorrhagia, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, metorrhagia (bleeding b/w periods), general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, cough. Discrepancy noted as essure insertion date (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events added: depression. Lot number, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.